Event description:
It was reported that the patient's device was "not working anymore." She had the device explanted two years after the time of implant. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).